Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was reported that the they experienced hypoglycemia. The blood glucose level was 50 mg/dl at the time of incident. The customer was treated with food. Customer stated that auto mode was not automatically delivering insulin at the time of low blood glucose event. The insulin pump will be returned for analysis.